Event description:
It was reported the battery door is broken, and the ring clip and cover are missing. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ring cover and battery drawer were broken and the ring was missing. It was also noted that the upper case was dented, the lower case was contaminated, the battery contact pin was out of specification, two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the keyboard pad was cosmetically damaged and the encoder flex was out of specification.